Manufacturer narrative:
On 4/20/2017 the fse was dispatched and found a grinding sound when sorter moves in z axis. He replaced bottom shelf stop bent, where the shelf slides in and was making a banging noise. The fse also observed that the cup pick up is out of alignment in y axis. He adjusted stop to fix alignment, performed cup to tray adjustment for bottom shelf, performed tip adjustment for tip pick-up., and cleaned the sample nozzle of serum. The most probable cause of the reported event was the bent stop on bottom shelf. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh tcorporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA 2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2017, a customer reported an error 4051 with their aia-2000st analyzer. The customer reports that the sorter is droppig cups and making a grinding sound. They verified that all cup trays are correctly placed and seated. A field service engineer (fse) was dispatched to address the reported event. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.